Manufacturer narrative:
H3 analysis of the returned recharger revealed corrupted firmware. Bench test fail trs80003_read_fw_ver string parse, the search string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. The symptoms are a known issue due to firmware bug, which is related to the complaint about "lights on wr going up and down rapidly". "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported the recharger from their trunk stock (sn: (B)(6); dock sn: (B)(6) did not function. They took it out of shipping mode, connected to the app, saw 3167 and reset the wr. When they called the battery light was scrolling. They put it on the dock, wr turned off, no light on power, attempted to reset, but the scrolling lights remained. Caller had account's recharger (sn: (B)(6) that appeared depleted, but was on the charging dock. They planned to send that recharger home with the patient. The rep was connected with customer service for replacement. Additional information was received regarding the recharger (sn: (B)(6); dock sn: (B)(6). The reason for the call was the recharger was not taking a charge and the device did not respond at all to button presses. The rep indicated that prior to the case they had cleaned the contacts on the re charger and the dock. The indicated they left the recharger on the dock for the duration of the case, about an hour, and that did not resolve the issue. Rep was transferred to customer service for a replacement. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the recharger not working was not determined, and they do not know what likely caused this issue. The device was returned. Additional information was received. The patient reported that the battery lights were flashing out of the box for serial number (B)(6).